Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope image had diagnoal noise during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the a-rubber adhesive had detached. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image issue was unable to be replicated. The adhesive failure detected during the device investigation was likely due to a stress related failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex video scope image had diagnoal noise during preparation for use. There were no reports of patient involvement.